Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a premature ventricular contraction procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and there was noise on the intracardiac with no other device to monitor the patient¿s heart rhythm. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the interference reported by the customer cannot be determined since the catheter was found working under specifications. No electrical malfunction was observed. It could be related to the interaction of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 6/29/2019. Therefore, populated device available for evaluation? Is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and there was noise on the intracardiac with no other device to monitor the patient¿s heart rhythm. Initially it was reported that during the procedure, the force values displayed high. The pressure value was not stable. Another catheter was used to complete the procedure. There was no patient consequence reported. The issue with the force/pressure value was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. Additional clarification was requested and on august 5, 2019 a correction was provided on the event. The issue was not force/pressure value. The ECG signal showed noise on the intracardiac channel which was observed on the carto system, with no other device to monitor the patient¿s heart rhythm. Per the additional information received on august 5, 2019 on the noise and that there was no other device to monitor the patient¿s heart rhythm, this issue has been assessed to a reportable malfunction. The awareness date for this reportable issue is august 5, 2019.